Event description:
The customer reported that the interconnect cable plug was inserted incorrectly and now the system was unable to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced and the isd board was repaired. The system was then found to be operating as intended.